Event description:
Drill bit broke while dr (B)(6) was drilling thru a tibial plate size 4. He removed the drill bit and an x-ray was taken to check for retained foreign body. It was negative for (B)(6) per radiologist.